Manufacturer narrative:
Per the tandem user guide: check your pump¿s personal settings regularly to ensure they are correct. Incorrect settings can result in over delivery or under delivery of insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 27 mg/dl; due to customer incorrectly programming their settings. Customer consumed carbohydrate to address low bg. Tandem technical support advised the customer to consult their healthcare provider to review settings and make adjustments.